Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to myopotentials oversensing. Technical services (ts) recommended that it would be per the physician discretion to reprogram sensing vector to another one, test postural changes and their effect on the amplitude, and also mentioned to test the myopotential noise creation in newly selected vector and its correct marking. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient exhibited an asystole of 20 s which deactivated the smart pass feature and led to t wave oversensing. The ts discussed troubleshooting options. Additionally, noisy signals were noted. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD delivered an inappropriate shock. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, another untreated episode was recorded on this s-ICD. The ts recommended and discussed troubleshooting and reprogram options. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to myopotentials oversensing. Technical services (ts) recommended that it would be per the physician discretion to reprogram sensing vector to another one, test postural changes and their effect on the amplitude, and also mentioned to test the myopotential noise creation in newly selected vector and its correct marking. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient exhibited an asystole of 20 s which deactivated the smart pass feature and led to t wave oversensing. The ts discussed troubleshooting options. Additionally, noisy signals were noted. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD delivered an inappropriate shock. This s-ICD remains in service. No additional adverse patient effects were reported.